Event description:
It was reported that patient underwent a meniscal repair procedure utilizing the maxfire marxmen device on (B)(6) 2010. During the procedure, the doctor attempted to deploy the suture but the trigger was stuck and would not pass the suture. Additional devices were available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
This report filed december 30, 2010.